Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple sensor errors. The customer's blood glucose level was 109 mg/dl. His previous sensor was bent and it was possible that part of the cannula was stuck inside him. The product will be returned. Nothing further to report.

Manufacturer narrative:
Additional information has been received, which was not included in the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 178 mg/dl and sensor reading was below 40 mg/dl. Customer had previously reported the sensors were bent and one was broken. Troubleshooting was perfomred and the customer was advised to silence the sensor for two hours.